Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. Unexpected replace battery alert and replace battery now alarms while monitoring due to connector resistance issue (j6). Unexpected pump error (power error detected) alarms/alerts and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump and functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, scratched select button, stained serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.